Manufacturer narrative:
The image provided shows a potential material defect as the zipper chain should extend beyond the locking loop and there is no fraying to indicate damage. This is an isolated event. A replacement canopy, replacement sheets, and a hardware kit are in the process of being sent to the complainant. 240814m14 is the lot for this canopy. Review of manufacturing records confirmed the lot passed all inspections related to the zipper. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers warnings are addressed in pack 80020 v1.0 cubby bed user manual. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured" page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, her son began escaping from the bed every night starting about two weeks prior to this call by getting the safety sheet zipper unattached from the bed while the zipper was secured in place. Per parent, he's pulling the zipper slider off the outside of the zipper chain and is then able to separate the zipper. Parent stated she had lost the padlocks and was using a ring to secure the zipper to the locking loop. Per parent, he had learned how to do zippers approximately a month before the call. When asked if she had this problem with both sheets, complainant stated she had a second sheet but her son had broken the other sheet so she had stopped using it. A picture was provided that shows the zipper tab and locking loop secured around a split key ring. The picture shows the zipper slider attached to the safety sheet zipper chain and separated from the canopy zipper chain, with the zipper chain separated from the zipper slider. The zipper chain on the canopy side ends short of the locking loop and does not appear to have the expected stopper on it. There was no report of injury as a result of the event.

Manufacturer narrative:
Followup 1: the returned canopy was received august 11, 2025. On august 20, 2025, the returned canopy was assembled on a cubby frame and visually inspected for the mentioned defect. A safety sheet was installed onto the canopy and the issue was not able to be replicated. The canopy showed no defect. Sensory medical followed up with the complainant to make a request for the return of the safety sheets in use during the event. Complainant confirmed there have been no problems with the new canopy and safety sheets. 240301m11 and 240815m26 are the lots for the safety sheets. Review of manufacturing records confirmed the lot passed all inspections related to the zipper. Based on the investigation above, the medical device problem, investigation findings and investigation conclusion codes should be replaced by the ones in this report. The type of investigation code is in addition to the ones already submitted.